Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 2/15/2022 h.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver. The following information was provided by the initial reporter: needle blocked.